Event description:
Display on the dex system is not displaying all of the digits. While on the phone a review of the system was conducted. It was learned that the display issue was erratic. For example, during this evaluation the "hundreds unit" was missing. However, if the unit was slighty tilted one could see portions of this digit. A request was made to return the unit for evaluation and in the meantime a replacement unit was provided.